Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse suggested running an short self test (sst), extended short test (est), and performance verification test (pvt) plus calibrations then exercise the unit for 48 hours. Covidien not authorized to evaluate the device. The customer reported to have not duplicated the alleged malfunction.

Manufacturer narrative:
(B)(4).